Manufacturer narrative:
The emitter was tested and the alleged malfunction was not able to be replicated by medtronic personnel. The device was fully functional.

Event description:
A medtronic ent representative reported that the site experienced intermittent tracking during navigation while in an ent surgery. The procedure was completed with the use of the fusion navigation system. There was no impact to the patient's outcome.